Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer's biomed reported to philips that during set up, the v60 would not turn on. The device was not being used on a patient at the time of the event. The customer stated there was no patient or user harm as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to remove the battery and attempt to turn the unit on. The customer stated that the v60 will not turn on with a removed battery. The rse then advised the customer that this device has an affected power management board. The rse recommended ordering and replacing the power management board. No parts were ordered and no further service was requested.